Manufacturer narrative:
The customer did not supply patients' age, date of birth, or weight.the field service engineer (fse) noted that the transducer high voltage was unstable. The fse also determined that the transducer fluidics nut was mis-threaded and improperly torqued. The fse determined that a malfunctioning ultrasonic transducer was the cause of the ultrasonic phase lock loop failed errors and the non-reproducible patient results. The fse replaced the ultrasonic transducer in order to resolve the issue.

Event description:
The customer reported non-reproducible alpha-fetoprotein (access afp), dimeric inhibin a (access inhibin a), human chorionic gonadotropin (access total bhcg), and unconjugated estriol (access unconjugated estriol) results generated on their access 2 immunoassay system (serial number (B)(4)). The customer identified eighteen (18) patient samples that generated non-reproducible results. Refer to the attached patient data table for results obtained. The results were not released from the laboratory. There was no report of harm to patients or change in their treatment. The customer received ultrasonic phase lock loop errors during the time frame of receiving the non-reproducible results. Customer technical specialist (cts) instructed the customer to perform an ultrasonic level sense test. The level sense test met performance specifications. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Calibration, quality control (qc) and system check recovered within all assay and system specifications. The patients' samples were collected in serum separator tubes and were centrifuged at an unknown speed for approximately six minutes. No sample integrity issues were reported.